Manufacturer narrative:
The device has not been returned. If/when the device is returned an investigation will be carried out and a supplemental report will be submitted. The patients date of birth was not provided when asked. The patients weight is not provided when asked. Is not applicable with the exception of serial number as the device is manufactured by prescription. Is not applicable as the device is manufactured by prescription and not implantable.

Event description:
It was reported that the patient had a reaction to the comfort hard soft splint-upper. It is unclear when the patient received the device, when the patient first used the device, or when the reaction occurred. However, it is noted that the patient experienced "swollen gums." The symptoms went away in about a day (date unknown).

Manufacturer narrative:
Additional information provided by the provider: section a2: updated to reflect the new information provided. Section a4: updated to reflect the new information provided. Section b1: updated to reflect the new information provided. Section b3: updated to reflect the new information provided. Section b5: updated to reflect the new information provided. Section b6/b7: updated to reflect the new information provided. Section h6: updated to reflect the new information provided. This is the first of three implant complaints for the same patient, see manufacturer report for the remaining complaint : 3011649314-2022-00113. 3011649314-2022-00114.

Event description:
Received the patient questionnaire from the provider. The patient received the device (B)(6) 2021 and used it the same evening. The reaction occurred within a week, specifically (B)(6) 2021. The patient experienced irritation of the gums and lips, both upper and lower. The patient discontinued the device (date unknown) with the reaction resolving in a few days. However, there was slight erythema noted. The patient used benadryl otc as a treatment. It is also noted that the provided, the patient had a similar reaction to a different device that was manufactured for her on (B)(6) 2022. With regards to the device: the device was cleaned with mild soap and cool water. The patient used water only. The device is scheduled to be returned.